Event description:
Following deployment of a filter from the right internal jugular approach, the physician noted that the filter was implanted upside down. The pt is being followed and has not suffered any complications from this event.